Event description:
A literature article reported a diamondback 360 coronary orbital atherectomy device (oad) was used to perform orbital atherectomy (oa) in a total of 312 patients. All cases were performed utilizing femoral access with a 6 or 7 french guide. Lesions were either primary wired with a viperwire flex tip, or a non-abbott guide wire and exchanged for the viperwire flex tip using a microcatheter. Oa was performed exclusively using a 1.25 mm crown at 80,000 revolutions per minute (rpm) utilizing a retrograde treatment with a viperwire flex tip. If the oad crown would not advance beyond the lesion in glideassist, then antegrade treatment at 80,000 rpm was performed and once beyond the lesion retrograde treatment was performed. Treatments lasted for 20 seconds with a minimum of 20 seconds downtime between treatments. On average each lesion was treated with 12.65 passes. Following oa, balloon angioplasty and drug-eluting stent implantation were performed. Additionally, one lesion was treated with both oa and intravascular lithotripsy during the same procedure. No lesions were treated with a scoring or cutting balloon. During a follow-up period, there were zero cases of early or late stent thrombosis with one case of very late stent thrombosis. Mace occurred in 5.26% (three patients), which included myocardial infarction in 3.51% (two patients) and target vessel revascularization in 1.75% (one patient). There was one non-flow limiting dissection that occurred during the procedure. In the physician's opinion, it was unable to be confirmed whether orbital atherectomy caused or contributed to the adverse events. There were no device malfunctions reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimate, based on publication date. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: outcomes following orbital atherectomy for coronary calcified nodules: a retrospective single-center experience.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient myocardial infarction, vascular dissection, obstruction, and serious injury appear to be related to operational context. In this case it is possible that the reported myocardial infarction, vascular dissection, obstruction, and serious injury are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
A literature article reported a diamondback 360 coronary orbital atherectomy device (oad) was used to perform orbital atherectomy (oa) in a total of 312 patients. All cases were performed utilizing femoral access with a 6 or 7 french guide. Lesions were either primary wired with a viperwire flex tip, or a non-abbott guide wire and exchanged for the viperwire flex tip using a microcatheter. Oa was performed exclusively using a 1.25 mm crown at 80,000 revolutions per minute (rpm) utilizing a retrograde treatment with a viperwire flex tip. If the oad crown would not advance beyond the lesion in glideassist, then antegrade treatment at 80,000 rpm was performed and once beyond the lesion retrograde treatment was performed. Treatments lasted for 20 seconds with a minimum of 20 seconds downtime between treatments. On average each lesion was treated with 12.65 passes. Following oa, balloon angioplasty and drug-eluting stent implantation were performed. Additionally, one lesion was treated with both oa and intravascular lithotripsy during the same procedure. No lesions were treated with a scoring or cutting balloon. During a follow-up period, there were zero cases of early or late stent thrombosis with one case of very late stent thrombosis. Mace occurred in 5.26% (three patients), which included myocardial infarction in 3.51% (two patients) and target vessel revascularization in 1.75% (one patient). There was one non-flow limiting dissection that occurred during the procedure. In the physician's opinion, it was unable to be confirmed whether orbital atherectomy caused or contributed to the adverse events. There were no device malfunctions reported.